Event description:
Additional information received from the manufacturer's representative (rep) reported the potential causes or factors that may have led to the device issue were undetermined.

Manufacturer narrative:
Concomitant medical products: product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. (B)(4).

Event description:
The manufacturer's representative (rep) reported the patient was experiencing a tingle or twinge of pain where the upper incision site was and the leads were located. Impedances were taken, and the rep only took electrode impedances and 0/7 were showing less than 50 ohms at 1.5 volts. However, the patient was not programmed on 0/7 and was using group b at 1-, 2-, 3+, 4+ at 2.6 volts, 210 pulsewidth, and 80 hertz. Therapy impedance was showing 389 ohms and 6.383 ma. An electrode impedance test was performed at 3.0 volts and 0/7 was less than 150 ohms, but the rest were 500-700 ohms. The rep also checked reference 7 which indicated the only issue was with 0 showing less than 150 ohms. There was low impedance on 0/7 but no other electrodes. The rest looked good. The rep had the patient get into position where the pain occurred and took another impedance measurement and the results remained the same. There was a recent medical test or an electromagnetic interference environmental exposure as they just did an x-ray on the system on the day of the report. Everything looked good. When the implantable neurostimulator (ins) was off, the patient did not experience these symptoms. This change in therapy was related to positional movement. The patient reported it happened more when he was sitting and occurred maybe every 30 minutes. It also occurred when the patient arched his back. The patient just had adaptive stimulation turned on one month prior to the report. They were able to program around the discovered issue. When they went to 2- and 4+, the pain was gone when the patient arched his back. It was noted the rep was turning adaptive stimulation off and was teaching the patient how to adjust pulsewidth and rate to see if this made a difference. The patient said he started to notice this issue about three weeks prior to the report. Relevant medical history included non-malignant pain.